Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported while priming process, leaks were observed where the reservoir is connected to the tubing therefore the reservoir was discarded. The location of detachment was at the snap cap. No further information available.